Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that reprogramming was performed to resolve the t-wave oversensing by changing the sensitivity. Twos was noted to have reoccurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead had t-wave oversensing.

Event description:
It was reported that the right ventricular (rv) lead exhibited elevated thresholds. The lead was reprogrammed and remains in use. The patient is a participant in the adapt response clinical study. No patient complications have been reported as a result of this event.